Manufacturer narrative:
A4 is unknown. No product was returned for investigation. Data logs were returned for analysis. The root cause for the hemolysis was not determined due to lack of sufficient clinical details and inconclusive evidence from the data log analysis. The root cause of the access site hematoma was not determined due to lack of sufficient clinical details and unreturned product for further evaluation. The cause of the acute kidney failure was not determined due to insufficient clinical details. The device passed all post-sterile inspection checks.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing high-risk percutaneous coronary intervention. While on support, the patient experienced acute kidney injury and became anuric requiring dialysis. In the intensive care unit (ICU), bicarbonate purge solution and systemic heparin were ordered, awaiting pharmacy. Urine output remained minimal with bright red color. In the intensive care unit (ICU), bicarbonate purge solution and systemic heparin ordered, awaiting pharmacy. Hemolysis was discussed but the team planned to await labs and an echocardiogram, prior to repositioning the pump again. There was no hemodynamic improvement 4 hours post impella cp implant; therefore, the impella cp was removed and an impella 5.5 was implanted. Hemostasis was achieved. Despite efforts, the patient declined, made do not resuscitate.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 61-year-old male with a medical history significant for nonischemic cardiomyopathy (nicm) secondary to prior exposure to adriamycin and radiation therapy for hodgkin lymphoma, mitral regurgitation (mr) status post mitraclip implantation ×2, type 2 diabetes mellitus (dm2), and chronic kidney disease stage 3 (ckd3) presented to the emergency department on (B)(6) 2025, with decompensated heart failure. Echocardiogram demonstrated moderate-to-severe mr with an ejection fraction (ef) of 25%. The patient was evaluated by the interventional cardiology team and deemed not a candidate for a third mitraclip procedure. An intra-aortic balloon pump (iabp) was placed on (B)(6) 2025, for hemodynamic support. On (B)(6) 2025, the patient experienced further clinical deterioration, including decreased urine output (<30 ml/hour), central venous pressure (cvp) of 15 mmhg, and mixed venous oxygen saturation (svo2) of 31%. Aggressive diuresis was initiated overnight; however, urine output remained minimal. Serum creatinine increased to 2.7 mg/dl and lactate to 2.3 mmol/l. Blood-tinged and concentrated urine was observed prior to impella placement. The patient required escalating vasopressor support with norepinephrine (levophed) and epinephrine. A multidisciplinary shock team consultation was initiated on (B)(6) 2025. Placement of an impella 5.5 was initially recommended but declined by cardiothoracic surgery. The treating physician elected to implant an impella cp with smartassist system in the catheterization laboratory. Subsequently, abiomed¿s long-term outcome and quality indicator (loqi) impella registry reported that the patient developed acute kidney injury (aki) requiring dialysis, assessed as possibly related to the impella device. During hospitalization, the patient became anuric and required renal replacement therapy. Automated impella controller (aic) waveforms were reported as appropriate. In the intensive care unit (ICU), a bicarbonate-based purge solution and systemic heparin were administered per protocol. Urine output remained minimal and bright red in color. Hemolysis was considered; however, the team awaited laboratory results and echocardiographic evaluation prior to repositioning the device. There was no hemodynamic improvement four hours following impella cp implantation. On the following day, the impella 5.5 with smartassist system was implanted, and the impella cp was explanted. Hemostasis was achieved at the explant site. A hematoma was noted at the impella cp insertion site post-explant; it was assessed as soft and without active drainage. On the same day as impella 5.5 implantation, minor oozing was reported from the device tunnel site. The pocket site was assessed as soft and without drainage. The patient remained critically ill and experienced recurrent suction alarms overnight. Fluid removal was unsuccessful despite continuous renal replacement therapy (crrt) due to persistent hypotension. The patient¿s code status was changed to do not resuscitate (dnr), and supportive measures were continued. Despite ongoing mechanical circulatory support, the patient could not be stabilized and subsequently expired. The event associated with the impella cp is being reported as a serious injury due to hematoma, hemolysis and acute kidney injury requiring dialysis. The impella 5.5 is associated with the outcome of death. However, the patient¿s underlying condition (society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock with multiorgan failure) contributed most to the demise outcome. Note: h6. Investigation type/findings/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.